Manufacturer narrative:
Submit date: 1/18/16. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an scd controller. The customer states that the unit fan smells like it is overheating and the unit is making a humming noise. This was noticed during use with a patient; however, there was no patient harm.

Manufacturer narrative:
An evaluation of the scd 700 compression system was performed for the customer reported condition of ¿the unit fan smells like it is overheating and the unit is making a humming noise. This was noticed during use with a patient; however, there was no patient harm.¿ upon service, the reported condition was confirmed, the issue related to complaint was resolved by replacing the pcba which was causing an overheating issue. The potential root cause are the use of an unauthorized power adapter by the user or a defective component. A device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.